Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window, broken battery tube threads and corroded battery tube.

Event description:
Customer reported via phone call that insulin pump had cracked right around the battery compartment. Customer's blood glucose value was 110 mg/dl at the time of the incident. The device was returned for analysis.